Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step properly. There was no adverse impact to blood glucose. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge.